Manufacturer narrative:
The manufacturer received information alleging there was no readings on the screen for this device. There was no harm or injury reported. The customer contacted the local philips helpdesk for assistance. A philips remote service engineer (rse) assisted the operator on this issue. The operator informed the philips rse when setting up the device for use, it did not show any readings when the circuit was connected. The operator informed the philips rse that the device was providing air. The philips rse alleged the printed circuit board assembly may be required to resolve this issue. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed on the device. The manufacturer¿s service technician performing the evaluation carried out a soak testing on the device, but the fault was still not replicated on the device. There were no parts replaced, or repairs made since the issue was not replicated on the device. Additional findings not related to the malfunction/issue the manufacturer¿s service technician confirmed the customer¿s issue and observed error codes e-84 (oxygen blending module [obm] valve), e-86 (low oxygen inlet pressure), and e- 184 (proximal pressure) in the device¿s event log. The manufacturer¿s service technician recommended replacing the device¿s obm valve to address e-84 and e-86, and all tubing was replaced to address e-184. After the parts were replaced on the device, the performance verification passed with a test fio2 sensor since the device had arrived on-site without one.

Event description:
The manufacturer received information alleging there was no readings on the screen for this device. There was no harm or injury reported. The customer contacted the local philips helpdesk for assistance. A philips remote service engineer (rse) assisted the operator on this issue. The operator informed the philips rse when setting up the device for use, it did not show any readings when the circuit was connected. The operator informed the philips rse that the device was providing air. The philips rse alleged the printed circuit board assembly may be required to resolve this issue but has requested the device to be returned for further evaluation. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.